Event description:
It was reported that the patient underwent a full revision of lead and generator due to high impedance. Product return is not expected due to hospital policy. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that her son's device was not working properly. He was having increased seizures and when they swiped the magnet it didn't stop his seizures or cause coughing like normal. Information was received that the patient's device had high impedance and resultant low output current. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.